Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling. The keypad appeared to be swollen. All keys were intermittently responding and required excessive force to activate. The keypad was removed and it was observed that the "up" key contact was misaligned. Additionally, all key contacts were inverted and do not always spring back. There was also evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the keypad was intermittently responding. The ok button has to be pressed multiple times to elicit a response from the keypad. The up and down arrow buttons were responding but slower than usual. The reporter denies exposure to moisture and cleaning solvents or damage to the keypad. The buttons click but sometimes do not spring back.